Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided pump reset information, but due to a busy schedule, the guardian chose to delay reattaching the pump until the effects of long-acting insulin wore off. The guardian performed a pump reset and confirmed that it was functioning properly and planned to resume its use once the child returned from school. There was no recurrence of the malfunction code, and technical support advised the guardian to continue use of the pump and instructed to call back if any malfunction code recurs. Caller acknowledged and understood.